Manufacturer narrative:
Product ID 3550-29, lot# n257361, implanted: 2011 (B)(6); product type accessory product ID 37752, serial# (B)(4); product type recharger product ID 3776-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, there was a power on reset (por) condition. The patient¿s implantable neurostimulator (ins) was ¿on the fritz.¿ the patient has had multiple surgeries over the past year and was in the hospital 7 times during this time. The patient was charging in between her hospital stays, as her ins was depleting while she was in the hospital. The patient¿s stimulation was also ¿turned on and off due to surgeries as well.¿ the patient had not been using her stim for a while due to her surgery in june. The patient¿s last surgery was 2014 (B)(6) and the patient saw the por message on her patient programmer (pp) sometime after that. The patient was unable to charge the ins when she tried charging it overnight, and got the error message. The por was cleared with the pp and the patient was able to turn stim back on. The patient stated stimulation felt like it used to and was working again.